Event description:
A pk papyrus covered stent system was selected for treatment of a type iii cs/IV perforation in the medial lad. The perforation occurred during implantation of a drug eluting stent. The pk papyrus stent could not be deployed to the perforation site. After removal, it was noted that the polyurethane cover was missing from the stent. It is assumed that the cover might be lost in lad as that is where it was attempted to deploy the stent. There was mild haziness in the mid lad which was assumed to be from the polyurethane cover. Heparin was stopped, the lad was wired again and successfully stented this area with a regular stent to exclude the polyurethane cover. After continuing with heparin again, the perforation recurred. Another pk papyrus stent was delivered to the site of perforation and was successfully implanted. The perforation was sealed.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, the cathlab report, the progress note, the history and physical report, the echo report, the discharge summary, and a clarification email) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as a device related and a procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.